Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation reviewed the system alarm trace and discovered two alarms, rinse cleaner 1 volume <warning level and cycle recovery. The field service engineer replaced a solenoid valve. The customer successfully completed qc. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer performed a visual inspection of the samples and no abnormalities were found. The field service engineer flushed "everything." The customer still observed the cleancell and procell reagents were not decreasing at similar rates. The customer confirmed qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 ii assay results for 18 patients tested on a cobas 6000 e 601 module. Prior to patient testing, the customer confirmed qc was acceptable. The initial results were reported outside the laboratory. The customer noticed a leak from the analyzer during operation. The customer performed repeat testing with the samples on a different instrument. The customer provided specific ft4 and tsh results for one patient: patient (B)(6) initial ft4 result was 7.78 ng/dl with a data flag and the tsh result was 0.24 uiu/ml. Patient (B)(6) repeat ft4 result was 1.20 ng/dl and the tsh result was 1.73 uiu/ml. The customer reported the following information regarding a "couple" of samples: a "couple" of samples had normal initial tsh results, within expected values. The repeat tsh results were high, such as 12 uiu/ml. A "couple" of samples had low initial tsh results, below expected values. The repeat tsh results were normal results, within expected values. For these additional samples, the specific tsh results were requested but not provided. The customer determined the repeat results were correct and corrected reports were provided. The tsh reagent lot number was 51256601 with an expiration date of 30-apr-2022. The ft4 reagent lot number was 53634400 with an expiration date of 31-aug-2022.